Event description:
Pt turned on heating pad and a few minutes later pt saw smoke. Pt thought they were seeing things and unplugged it as fire was shooting out of it. Pt got it away from their body and it burnt their feet slightly. Family member started into the room and tried to beat the fire out. It burnt holes in carpet. They got it out and took it out the front door. The whole house was smelling of smoke. Pt is in a wheelchair and just could not go any faster please check this product. Pt doesn't want any one to get hurt because pt didn't speak up.